Event description:
The suspect device was received by the manufacturer and product analysis was completed. An interrogation, system diagnostic test, and electrical evaluation (shows ifi(intensified follow-up indicator)=no condition) were performed. No anomalies were seen and the device performed according to functional specifications.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use. H3. Device evaluated by MFR?, code 81, device evaluation is not necessary as reported event(s) are not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that the patient had their generator explanted due to infection, the lead remains in place. The suspect device has not been received to date. Device history records were reviewed for the generator. The device passed all functional specifications and quality tests and were sterilized prior to distribution. No other relevant information has been received to date.

Event description:
Additional information was received that the patient received antibiotics for the reported infection and the lead was explanted as well as the infection began traveling up the lead. It was noted that the patient also had the clips in their chest removed and has had 5 revision surgeries since their most recent generator replacement on (B)(6) 2024.